Event description:
The customer reported that during a low anterior resection, the jaws could not be re-opened while applied to tissue. The surgeon manually removed the instrument with no tissue damage or patient injury. The surgeon opened another device in order to continue the procedure. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.